Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl range, cause was unknown. Customer consumed carbohydrates to address bg. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion issue was verified in the pump logs; however, no failure was identified. Additionally, based on the analysis, the alleged issue low bg could not be verified.